Event description:
Follow up information received reported the patient had a history of anxiety and depression, but there had no previous mention of suicidal thoughts per the nurse. There was a note in the patient¿s chart that they were working to control his depression. It was unknown if the patient was in therapy for depression. The patient was in the office on (B)(6) 2014 and did not mention to the staff any problems with depression or the device. The plan in the chart was to continue current medications. The nurse was going to notify the physician. It was also reported that the rep saw the patient for reprogramming, and they were still unable to deliver stim to the patient¿s back. The cause of the overstimulation was unknown. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s stimulation was too high and at first he wasn¿t able to communicate using the patient programmer and antenna, but eventually he was able to communicate. The patient reported that the ¿thing¿ was too high and he was ¿about ready to end it all and a good gunshot to the head would help.¿ stimulation was lowered down to 0 volts but the patient still said that stimulation was too high. The patient switched to program 2, lowered it from 3.5 down to 2.7, and he could feel stimulation going down and it was better. The patient continued to lower stimulation, tried program 2, and said it was all the way down. The patient reported that he hoped to get some stimulation so he didn¿t ¿kill [him]self this morning.¿ the patient was going to talk to a manufacturer representative and was told to call back if he still felt like hurting himself. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4). Product type: programmer, patient. Product ID 3550-39, lot# n363468, implanted: (B)(6) 2014. Product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead.(B)(4).